Event description:
Information was received indicating that this ambulatory infusion pump would not start after loading and instead the pump would revert back to setup. The patient stated that they thought the internal battery died and the pump settings were erased. It was also noted that the pump displayed a pump rod error so the patient went through the loading process again but didn't fill the cannula. The pump was replaced. No adverse patient effects were reported.